Event description:
On (B)(6) 2019 the right hip of a (B)(6) male patient was prepped for greater trochanteric bursa injection. The injection, consisting of a 2cc betamethasone, 1.5cc lidocaine and 1.5cc and 1.5cc bupivacaine was performed using a 5cc syringe and 1.5 inch needle. The patient was reported to tolerate the procedure well. The needle and syringe utilized to perform the injection was inspected and it was noted that the needle had broken free from the hub. The hub remained attached to the luer lock syringe. The needle was believed to remain inside the patient's hip. The patient was instructed to go to the hospital to have the needle removed. The patient went to emergency room for medical assistance; however, he was sent home since no one was available to perform the required procedure. On (B)(6) 2019 the patient visited an orthopedic who advised him the issue was beyond his scope and he could not help him remove the needle. On (B)(6) 2019 the patient visited a general surgeon who was able to remove the needle. The needle had traveled further into the muscle over the six (6) days since the incident occurred and took four (4) hours to remove. The patient is currently recovering at home.